Manufacturer narrative:
The device reported in the complaint incident was not returned for evaluation. The implant was not removed. No lot number or serial number was provided by the account. The account did provide x-rays however it was difficult to determine if the device was defective. Due to the lack of information provided by the account the investigation could not be completed.

Event description:
He has just operated this case in (B)(6) 2016 and the patient came back to regularly follow-up with him. The doctor ordered to make an x-ray film and found the gs nut has been loosened and the rod has been usstable as well. The doctor is confident that he has firmly tighten gs nut with gs pedical screw by using your torque wrench. He ensures himself by stop tighten gs nut when he has heard 2 time of torque wrench sound. If he has only heard one sound, he will force more to the torque wench until the second sound has occured. That is the reason why he is confident that gs nut has totally been tightened and firm with the screw in operating theatre.